Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Estimated date of implant 28 sep 2010 to 31 dec 2010.

Event description:
It was reported that low, out of range defibrillation impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted and recommended possible lead replacement to resolve the event. No intervention has been performed. The patient was in stable condition.